Manufacturer narrative:
Analysis was normal. No anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital after implant site was beaten by their child. Upon review, the physician found a hematoma. X-ray showed the patient's pulse generator had migrated. During operation to reposition the pulse generator, infection was suspected in the sac. The system was explanted. The patient is stable. Related manufacturer reference number: 2017865-2019-11356.